Event description:
The pt received a surgical lead in her thoracic region as part of her scs system. The pt stated she did not feel coverage in her back. Reprogramming efforts allegedly were unsuccessful at resolving the issue. It was reported the pt left for (B)(6) for (B)(6) and will be in touch with an sjm rep for assistance. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.